Event description:
It was reported that during an unknown procedure the titanium tip was broken. Changed to another device to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Was this procedure converted to an open procedure? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2026. Additional information was obtained: received confirmation from sales rep via phone, this case from ha is duplicated with (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Related report number: 3005075853-2024-07568. Corrected data: h1, h6 medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. Additional information was requested and the following was obtained: 1. Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? 2. What efforts were made to locate the pieces of the blade during the procedure? 3. Was this procedure converted to an open procedure? 4. Did the patient experience any adverse consequences due to this issue? -details could not be provided. An analysis of the product could not be performed since a physical sample was not received for evaluation.